Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a transfer set had a pin size hole in it which caused a leak. This occurred during drain two of seven of automated peritoneal dialysis (pd) therapy. The transfer set was replaced. Renal therapy services (rts) reviewed proper procedures with the caregiver and discussed the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.